Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported that the patient developed an infection at the incision site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Antibiotics were given and the patient is recovering. The device is currently being used with effective pain relief.